Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "pump died". No additional information was provided. Upon follow-up, the pump "issue" was resolved and the pump was operating as expected.